Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to motor pump bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. However, stirrer motor was re-started without any part replacement. Mechanical/electrical checks and functional tests were carried out and passed successfully, therefore the unit was put back into regular service. Based on the technical intervention and taking into account investigation results of similar complaints, it cannot be ruled out that the most likely root cause of the temporary blockage was probably due to environmental conditions the pump worked, such as condensation, humidity, and high temperatures, and the action of disinfectants used during cleaning procedures.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report of a 3t heater cooler displaying patient pump blocked (e22) during cleaning. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the heater-cooler system 3t . The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.